Event description:
Additional information received reported additional intervention was performed (B)(6) 2016 where medications, including ceftriaxone, oxacillin, vancomycin, were administered.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708660, serial# (B)(4), explanted: (B)(6) 2016, product type: extension. Product ID: 3708660, serial# (B)(4), explanted: (B)(6) 2016, product type: extension.

Event description:
A healthcare professional from a foreign clinical study reported a post-surgical infection of the deep brain stimulator in the scalp and left subclaviar area. An examination was performed (B)(6) 2016 and there were signs of an infection, such as erythema, warmth (heat) and suppuration in the left frontal wound associated with a headache. The patient denied a fever or other alterations. Laboratory testing had been performed and it was identified (B)(6) 2016 that (B)(6) was present. The extension was explanted/replaced and the neurostimulator was repositioned the same day. The event resulted in in-patient hospitalization and an urgent care visit. The event was related to the device or therapy and not related to the implant procedure. The event was resolved without sequelae (B)(6) 2016.